Event description:
Scorpion needle broke during shoulder arthroscopy. Flat plate x-ray obtained. X-ray did identify needle tip within substance of rotator cuff (rc). Decision made to leave the needle tip without taking down pc repair.